Event description:
The customer reported that, "tibial pins were left in the tibia in case an additional resection was required later as it was the surgeon's first triathlon case. These were not removed prior to keel punching leaving one pin warped on removal and one pin broken on removal although this was not recognized until after the case. It is thought the sheared off end is remaining in the pt."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacture. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.